Event description:
A prime seven alarm occurred four times. A prime 23 alarm occurred for one extracorporeal photopheresis (ecp) kit and a prime seven alarm occurred four times for the other ecp kit. Both kits were from lot z391.